Event description:
The patient was treated with a pacific xtreme pta balloon to treat re-occlusion of the sfa to popliteal of the left leg. It is reported that the patient suffered re-occlusion of the sfa to popliteal approximately 5 months later and underwent revascularization with unknown brand pta, deb and stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (re-occlusion necessitating surgical intervention). Conclusions: inherent risk of procedure ¿ (re-occlusion necessitating surgical intervention). (B)(4).